Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx pro closure device was successfully implanted on (B)(6) 2025 with six repositions required. The patient was discharged. On (B)(6) 2025, the patient arrived at the hospital with st-segment elevation myocardial infarction (stemi) symptoms. St-segment elevation was noted on the electrocardiogram (ECG), and a transthoracic echocardiogram (tte) revealed that the closure device had embolized into the left atrium. The physician removed the closure device percutaneously. The patient was believed to be discharged on (B)(6) 2025.

Manufacturer narrative:
B5 describe event or problem: updated with additional information received.

Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx pro closure device was successfully implanted on (B)(6) 2025 with six repositions required. The patient was discharged. On (B)(6) 2025, the patient arrived at the hospital with st-segment elevation myocardial infarction (stemi) symptoms. St-segment elevation was noted on the electrocardiogram (ECG), and a transthoracic echocardiogram (tte) revealed that the closure device had embolized into the left atrium. The physician removed the closure device percutaneously. The patient was believed to be discharged on (B)(6) 2025. It was further reported that patient had a myocardial infarction (mi) and received a stent.